Event description:
It was reported to boston scientific corporation in 2005 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation procedure the day prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon burst inside of the patient's esophagus. The procedure was successfully completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.